Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was concluded that the malfunction was due to the pocket load not being activated. A technical support specialist transmitted pocket load messages. The system functioned as intended after the technical support specialist troubleshooted the device.e.

Event description:
It was reported that the pyxis medstation es system had multiple interface errors. The customer stated that there was a delay in the dispensing of the medication due to this malfunction. There were no adverse events or injuries reported based on this incident.